Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) loss of capture with pacing not delivered when required. There was no asystole observed. The patient underwent a lead revision procedure in which the lead was explanted and returned for analysis. During the lead evaluation it was found that visual inspection noted a set screw mark on the terminal pin that was not in the typical location, indicating insufficient insertion of the terminal pin into the device header port while this lead was implanted. Analysis of the lead further concluded that the observed loss of capture and lack of pacing was likely due to the terminal pin not being fully inserted into the device header, impacting the lead-to-device connection. The device remains in service at this time with no further reported issues. No additional adverse patient effects were reported.